Event description:
It was reported that the tip of the needle for the depth gauge is broken off. This was discovered during a routine check of field equipment. There was no known patient or procedure involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Service history review: lot #6877840 a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the depth gauge is in various plating systems and is listed in techniques guides for the distal radius, distal ulna, elbow system, forefoot/midfoot, distal fibula, distal humerus, clavicle, locking reconstruction and mini plate system, and rotation correction plate system. It is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The returned depth gauge, lot number 6877840, was manufactured february, 2012. It was received with the proximal portion of the tip broken off at the threads where it connects to the black housing. The threads are slightly twisted and deformed at the break. The balance of the tool shows surface scratches consistent with the expected result from wear. Thus, the complaint condition is confirmed but condition that resulted in the damage cannot be replicated because the device is already broken. The depth gauge was manufactured after the release of the current drawing revision. Therefore, a review of the current edition of the design drawing, the needle drawing, and the slider drawing, was performed. The design was found to be sufficient for its intended use and there were no noted failures to meet specification. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. Therefore, this complaint condition is not the result of a design deficiency. The returned condition is consistent with the result from being subjected to a high force that would not be expected during normal use. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. Therefore, it is most likely that use not as recommended resulted in the complaint condition. In conclusion, the complaint condition is confirmed that the device is broken. The design was found to be sufficient for its intended use when used and maintained as recommended and the risk analysis adequately addresses the complaint condition. Based on the returned condition, it is likely that the method of use caused the device to be subjected to an excessive force and resulted in the broken device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed. The customer reported the tip was broken off. The repair technician reported the sleeve was missing. The item is not repairable. The cause of the issue is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.